Event description:
A materials manager reported continuous irrigation flow during a cataract with iol (intraocular lens) implant procedure. They troubleshot by changing the footswitch, handpiece, and cassette but could not resolve the issue. The system was exchanged and the case was able to be completed following a 20 minute delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and no problems were found; the customer reported event could not be duplicated. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).